Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, in section b5 the manufacturer incorrectly alleged visualization of particles, which should not be mentioned over there. The correct statement for section b5 should be as below- "the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged respiratory distress. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." In previous report, in h10 section the manufacturer incorrectly selected manufacturer narrative, which has been updated in this report. Now, section h10 has been corrected / updated.